Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The patient reported since implant its been hard to get good connection when recharging the ins, it seems the ins maybe at an angel and he catches it at the corner to charge but he is getting 8 coupling bars when charging. Patient reported the implant is not maintaining charge for the last 3 months. Patient stated it is getting harder to get good connection to charge the ins but he is getting 8 coupling bars when charging the ins. The ins battery level seems to be shorter and shorter in the last two weeks. Patient services (ps) confirmed with patient all the external devices are in good working order and there is no damage to any external devices. Ps asked if patient had fall or trauma and patient said he had several falls in the last 4-5 months. Ps reviewed falls or trauma could cause device to shift or move and change how the device or therapy is functioning. Ps recommend patient consult with his healthcare provided for next steps. No patient symptoms reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that prior to six months ago they charged the implant every 4-5 weeks and now they charge every 2 weeks. It was noted the patient had several falls and they had increased the intensity and switched programs.

Event description:
Additional information was received. It was reported the circumstances that led to the difficulty recharging was a combination of programming and a need of higher settings. Charging lasted 4 weeks in the beginning and then went down to 2 weeks. The patient met with their manufacturer representative and the programs were adjusted and it was recommended not using it when sleeping.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.